Event description:
It was reported a spectrum pump had downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the downstream occlusion alarms which were due to high adc counts with a fluid filled set on the downstream sensor. The device was re-calibrated to correct this condition.